Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. However, the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism. Visual analysis revealed that the lead appeared to have been damaged at implant.

Event description:
It was reported at implant the left ventricular lead was removed and replaced due to lead length being too short. No patient complications were reported as a result of this event.